Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, multiple episodes of supra ventricular tachycardia (svt) causing under sensing were noted on the patient's device. This led to the p waves to appear in blanking period due to programmed settings. Programming changes were suggested. Further information was requested but not yet available.